Event description:
It was reported that while attempting to reposition the coil (subject device) for a third time in the aneurysm, the coil prematurely detached. An undisclosed portion of the coil was protruding from the aneurysm. The physician affixed the remaining portion of the coil to the vessel wall with a stent.